Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that after filling the tubing the insulin pump would keep asking her to rewind. The patient's blood glucose at the time of incident was 159 mg/dl. The customer was assisted through the prime process without issue. However, she mentioned that she broke her foot in several places and while hospitalized the pump was exposed to several x-rays. Additionally, the customer stated that she had received a failed battery test. The battery cap contacts, spring, and battery compartment were inspected for missing components and corrosion and damage, and everything appeared normal. A self test was performed and the pump passed. Two bad battery alarms were found in her alarm history. The insulin pump was not replaced or returned.